Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported non-sustained ventricular tachycardia (nsvt) could not conclusively be established through this evaluation. It was initially reported that the patient was complaining that the batteries were draining unevenly and was getting a yellow diamond battery alert when each battery had 2 to 3 bars left. The patient tried a different set of batteries, but the same issue was occurring. The account communicated that there were no more alarms or complaints from the patient. The account later reported that the patient was experiencing elevated pi values up to 12 and speed dropping to 5700 rpm (the low speed limit). The patient was experiencing bright light type of vision changes, increased hearing, and looked dizzy. The symptoms last for about a minute before resolving. The patient¿s diuretics were decrease, changed anti-hypertensives and was wearing a 30 day cardiac monitor. The account later reported that the reported events were due to the patient having nsvt. Anti-arrhythmics were ordered. The submitted system controller event log files contained data from 31oct2019 through 05nov2019 and 24nov2019 through 26nov2019. No atypical events were captured. The pump speed did not go below the low speed limit and appeared to have functioned as intended throughout the duration of the log file. The remaining log files did not reveal any atypical events and showed the pump functioned as intended throughout the duration of the log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm, maybe due to positional when getting out of bed. Patient was asymptomatic. The log file did not capture any low flow events. The log file was mostly filled with pulsatility index (pi) events. It was later reported that the dizziness and pi events were due to nonsustained ventricular tachycardia (nsvt) and antiarrhythmics were ordered.